Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection after two wounds opened and had drainage. It was noted that the patient is at a high risk for infections as they have rheumatoid arthritis and are on immunosuppressive drugs. No additional adverse patient effects were reported.